Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited low pacing impedance and noise. The lead was explanted and replaced. The patient was recovering post-procedure with no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of low pacing impedance and noise were confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing of the lead found an internal short found between the inner coil and outer coil conductor paths. Destructive analysis of the lead found inner insulation abrasions exposing the inner coil located at the distal region of the lead consistent with external forces. The cause of the reported events was isolated to the exposure of the inner coil in the abrasion zone.

Event description:
New information received notes that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition.